Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative (rep) indicated that regarding the alarms continuing after being silenced, the pump could not be silenced or turned off. In regards to the initial alarm that was occurring, the patient said that the critical alarm started going off two weeks prior to the report. In regards to actions/interventions taken to resolve the alarms and alarm issues, technical support was called. It was advised that the patient get the pump explanted. At the time of this report, the explant was not scheduled yet.

Event description:
Information was received from a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain and failed back surgery syndrome. The pump was used to deliver saline. It was reported that the patient's pump started beeping "a couple weeks ago". Per the rep, they tried silencing the alarm on the tablet but that did not resolve the issue. Technical services had the rep try to shut down the pump and it would revert back to the device alerts. The issue was not resolved through troubleshooting. The issue was redirected to the healthcare provider (hcp) to further address the issue and have the pump explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative indicated that the spinal interventions medical assistant called the rep on 2025-05-07 to notify them of the event.